Event description:
Customer reported an issue with cgm error 42, which occurred approximately six weeks ago. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the process, resulting in a successful sensor session without any further cgm error codes.